Manufacturer narrative:
(B)(4). Carefusion certified service technician was unable to duplicate the reported issue of the ventilator weren¿t giving full breaths. All tests were performed by using good known test patient circuit. Ventilator passed extended 72 hours run test without any warning alarms under same pre-settings as customer had at the time of the reported incident of ventilator not allowing patient to fully exhale. Furthermore internal inspection was done on the device and revealed no abnormalities. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported complaint regarding ventilator weren't giving full breaths. The event occurred when the patient was on the ventilator but there was no harm to patient associated with the reported issue. As per customer stated in complaint questionnaire form, patient was switched over to another ventilator due to reported ventilator was not allowing patient to fully exhale.